Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from december 5, 2019 - december 6, 2019. H10: the actual device was received for evaluation. A functional leak test was performed by manually filling the returned unit with green colored water. During fill, a leak/backflow was observed at the fillport. Further examination of the unit revealed the cause of the leak/backflow condition was due to a particle measured to be 1.84 mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. The reported condition was verified. The most probable cause of the acrylic fragment lodged under the checkband is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked right after filling; further described as ¿when removing the 50ml syringe, the product came out through the fill port¿. The set was filled with 5-fluorouracil (5-fu) and sodium chloride 0.9%. There was no patient involvement. No additional information is available.